Event description:
The manufacturer received a fragmentary report from a customer in (B)(6) that a continuous positive airway pressure device (CPAP) was thermally deformed resulting in a void in the device enclosure. There was no report of injury or harm. The manufacturer has been working it subsidiary in (B)(6) to gather more info about the event and organize the return of the device from the customer. The device has not yet been returned to the manufacturer for eval. A f/u report will be filed when the manufacturer's investigation is complete.